Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings became erased from the pump. There was no adverse impact to customer¿s blood glucose level. Tandem technical support guided the customer through entering the pump settings and resuming insulin delivery.